Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (dmg monitor case) was confirmed. As received, the belt receptacle was physically damaged, damaging internal wires. The root cause of the damaged belt connector is excessive force while an electrode belt was attached. No adverse events occurred as a result of the defective monitor.

Event description:
10/01/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that the belt connector on a patient's device was damaged.